Event description:
During a scheduled cardioversion, the display screen reportedly went blank. After several seconds, the screen display spontaneously restored and the pt's rhythmn was properly displayed. There were no adverse effects to the pt as a result of the reported malfunction.